Event description:
A customer reported experiencing a high blood glucose level of 586 mg/dl, the cause of which was unknown. The customer addressed the issue by administering a correction injection via multiple daily injections and a correction bolus using a pump. Technical support instructed the customer to inspect various components such as the site, infusion set, tubing, and t: lock connection. No issues were found, and insulin drops were observed at the end of the tubing, confirming proper function. The customer was advised to replace supplies as necessary and continue with their insulin regimen, with further assistance provided if needed.